Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the maryland bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the maryland bipolar forceps instrument's bipolar output became unavailable due to scorching of the energy cable. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the operation, the bipolar instrument suddenly stopped working, and no arcing was observed. The issue did not result in any patient injury. The instrument might not have been inspected before use, as the customer noted that checking was possibly missed; when the output failed, the cord was replaced. The surgeon believes the thermal damage may have been caused by a wet connector. No collision with other energy devices was reported.